Event description:
Dr reported having separated a rotary file below mid-root in mb canal. The retrieval effort produced a lateral root perforation. According to the dr, the pt declined treatment options and chose to have the tooth extracted.